Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's husband reported that with one cartridge when the pt filled it, that air was coming in from the bottom of the cartridge. He reported that the pt could not get the air out despite pushing the plunger back and forth to try to get the air out. There was reportedly no insulin leak out of the cartridge.